Event description:
It was reported by service report that the fowler cylinder would not remain in the upright position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Weld near fowler gas cylinder.